Manufacturer narrative:
Device manufacturer address 1: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer lock of one-link non-dehp standard bore catheter extension set would not connect. It was further reported that the male luer end would not fit on the female end of the angiocath. This was identified when connecting to a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 20, 2020 - august 21, 2020. H10: the device was received for evaluation. Visual inspection was performed, and it was noted, that there was a white line in the sleeve tab of the male luer. Additionally, the mobility of the collar was tested, and results were not satisfactory as the collar could not be moved. The other components are correctly placed and according to specifications. The reported condition was verified. The cause of the reported condition was an assembly issue. A batch review was conducted. And there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.